Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The insertion device was returned with one strand of suture. The anchor was not returned. The inserter¿s inner rod was found bent 90 degrees at the distal tip. The symptom is consistent with loss of axial alignment. A functional evaluation was performed and the torque limiter functioned as intended. Audible click was heard with rotation and advancement of the inner rod. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Unintended separation of anchor from inserter. Unintended damage. The product met predetermined specifications upon release to distribution.

Event description:
It was reported that during the surgery at the moment of inserting the footprint anchor, it bends and it broke inside the patient. All the pieces were removed. The backup product was inserted and implanted, without any problem in the previous tunnel (the procedure was completed with the same bone hole).